Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
It was reported to philips that the device had a pressure sensor autozero failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:03dec2020, b4:04dec2020 . The customer evaluated the device with assistance from a philips remote service engineer (rse). It was determined that the 2 solenoid valves were needed to be replaced to return the device to working condition. The customers' bio-med replaced the solenoid valves to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:05dec2020. B4:07dec2020. H10: d11:h6: updated the device was reported to have been in testing. There was no delay in therapy and no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.